Event description:
It was reported that the patient passed out on (B)(6) 2023 due to an unknown cause. The patient's pacing system was explanted. Further information was requested but not available.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found no anomalies except for procedural damage.